Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. It was reported that the sensor is loose. The device was in good physical condition and no physical damage was found on the pump. The primary problem was confirmed, as the air detector was loose. To correct the primary problem, the air detector was glued in place.

Event description:
It was reported that the sensor is loose. There was unknown patient involvement.